Manufacturer narrative:
Product analysis: ¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the phenom 27 micro catheter and pipeline flex shield device were returned for analysis within a shipping box; and within a plastic bio-pouch. ¿ visual inspection/damage location details: the pipeline flex shield device was returned outside the phenom 27 catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline flex shield braid were found not fully opened due to damaged braid. However, the middle section of pipeline flex shield braid was fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No damages or irregularities were found with the phenom hub. The catheter body, tip /marker were examined; and no damages were found. No other anomalies were observed. ¿ conclusion: based on the returned device, the pipeline flex with shield was not confirmed to have failure to open at the middle as the middle section of pipeline flex shield braid appeared fully opened and no damage. However, the pipeline flex shield was confirmed to have failure to open at distal and proximal ends as the distal and proximal ends of the pipeline flex shield braid appeared not fully opened due to damaged braid. However, the cause for damage could not determined. The damage to the braid on the ends of the pipeline flex with shield is likely the results of the physician re-sheathing the device more than recommended two times. Possible contributing factors of failure to open include damage to the braid and patient tortuous anatomy. The patient's vessel tortuosity was severe. It was reported that the pipeline was resheathed more than 2 times. There was no non-conformance to specifications identified that led to the failure to open. H6. Coding updated based on analysis results. Associated with rr #: 2029214-2022-00947 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was introduced and the opening of the device worked easy. They started very distally in the media and pulled the device distal to the opthalmica. Approximately when the device was opened, 60% of the device failed to open. They tried the push and pull method a long time but decided a new device needed to be used. A second pipeline was used with a similar result. The fred device was successfully implanted. The pipeline was not used off-label and the pipeline was prepared as indicated in the IFU. The pipeline had more than 50% deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or devices used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with the event. A dapt (dual antiplatelet treatment) was administered but the pru level was unknown. The angiographic result post procedure showed a flow diverter (fred) was implanted successfully. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. It was noted the patient's vessel tortuosity was severe. Ancillary devices include: navien fxa058-125-08 guide catheter and a phenom27 microcatheter.

Event description:
Additional information was received indicating the event was thought to be related to a handling problem. The distal access of the navien was too proximal and the devices were too big. The stimulation, which was done post-procedure, suggested a 4.5 device. The 5mm decide did not open as well, but the 4.5 device was able to be positioned without big difficulties.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.